Event description:
Trainer stated that the reservoir leaked insulin in reservoir compartment. The insulin was poured out of the insulin pump. Customer has changed the infusion set and reservoir about four times the previous day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.